Manufacturer narrative:
Additional information received on 27nov2025 can be found in b5. Corrected information can be found in e3 - initial reporter occupation, e4 - initial report sent to FDA. The device has been discarded by the customer and is not expected to be returned for investigation. A review of the device history record is pending at this time.

Event description:
Additional information was received on 27nov2025 indicating that the 2-way connection would have been unscrewed, which would have led to a leak of taxol and therefore a loss of chemotherapy for the patient (unquantifiable). This apparently happened towards the end of the chemotherapy bag. No one was injured, there was no exposure to the healthcare professional, nor any blood loss considered clinically significant.

Event description:
The event involved a 32 cm (13") set per infusione 2 clave, adaptateur à capuchon where the customer reported that the patient was walking when he noticed that his taxol infusion was leaking onto the floor through the valve anti-reflux of the tree. The patient put the valve back in place before returning to the department to notify staff. The infusion was stopped; hands were washed, the tree was changed with another brand. The treatment was concluded without further incident. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint. Corrected information in d2a, d2b & g4.